Event description:
On 11/25/09, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to the medical center in 2007 and was immediately transferred to the hospital where he remained until two months later. The patient was then transferred to the regional hospital for respiratory and complex care where he passed the following month. While hospitalized, the patient was administered heparin on and five days after event and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. The patient was alleged diagnosed with heparin induced thrombocytopenia. The patient passed three months later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.